Event description:
Burton's distributor reported that one light fall down on their provider and just missed the pt. The provider did not need medical help, but they said the housing snapped. Inside the metal housing the wires disconnected and snapped right off. The moving arm is what came crashing down.